Event description:
During a transfemoral tavr procedure, post valve deployment, it was noted via tee that there was 2 to 3+ paravalvular leak (pvl). An additional 1.5 cc's were added to the delivery system for post dilation; however, during inflation the balloon on the delivery system ruptured. The device was removed without incident. The pvl had not improved and upon further evaluation it was noted that the valve rested almost entirely in the sinus of valsalva. The decision was made to place a second valve more ventricular to both secure the first valve and improve the pvl. The second valve was deployed. The valve was placed 50:50 in the native annulus but upon deployment the balloon on the delivery system also ruptured. Tee assessment of the valve revealed pvl graded 1 to 2+. The device was removed without event and the procedure was completed without further complications. There was severe calcification in both the native annulus and the lvot

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the severely calcified native annulus and lvot, in addition to the burst of the delivery system balloon, may have contributed to the too aortic placement of the valve and the resulting pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the